Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2011 and dtba1d1 crt-d, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up check, the patient's epicardial lead exhibited variable thresholds and triggered a lead warning for high impedance. The right atrial (ra) lead exhibited intermittent noise. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.